Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the procedure it was noticed that the magnet was missing from the trigger mechanism, the foot pedal was used to complete the case. This event did not affect the outcome of the case which was successful.

Manufacturer narrative:
Reported event: the event reported that a partial knee end effector, p/n 111758, s/n (B)(4), was missing a trigger magnet causing the device hand activation of motor not to work. Device evaluation and results: visual inspection: visual inspection shows a missing magnet from the device's trigger. A small amount of oxidation was also seen where the magnet seats and where the magnet hits the body of the device. See attached figures. Functional inspection: not performed as the device is non-functional without the trigger magnet. Dimensional inspection: not performed due to nature of missing magnet. Further investigation will be performed if deemed necessary. Device history records: a review of device history records show (B)(4) devices were accepted into final stock on 02/25/2016 with no reported discrepancies. Complaint history records: a review of complaints within the (B)(6) database for p/n 111758, l/n 19460615, shows three (3) other complaints related to the failure in this investigation. The pr#'s are (B)(4). Complaints for p/n 111758 will be tracked through trend request #864. Conclusion: the failure mode of a missing trigger magnet was confirmed. The device was confirmed non-functional. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the procedure it was noticed that the magnet was missing from the trigger mechanism, the foot pedal was used to complete the case. This event did not affect the outcome of the case which was successful.